Event description:
Same case as MFR report # 3005188751-2012-00196. It was reported during an ablation procedure, the hemostasis valve of a swartz braided transeptal introducer was leaking. The introducer and dilator were prepped with heparinized saline. The introducer assembly was fed over the guidewire and the introducer was advanced and the dilator pulled back over the wire. A sjm brk needle was used for the transseptal puncture. A non-sjm ablation catheter was advanced through the sheath. During ablation the physician noticed a leak from the hemostasis valve. A second introducer was tried which also leaked. The sheath was then exchanged again to complete the case with no consequences to the pt.

Manufacturer narrative:
(B)(4). One 8f swartz braided introducer and one 8f transseptal dilator were received for eval. Visual inspection revealed a separation occurred in the hub. Blood was also confirmed on all returned items. The separation occurred at the top of the headed portion of the sheath tube within the hub. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The introducer was received in two pieces, which separated in the lower half of the hub. Microscopic examination revealed the entire top of the headed of the sheath tube was visible there were also exposed braid wire noted from within the sheath tube. There was no other visible damaged noted with the returned sheath. This type of separation appears to be consistent with a molding anomaly. A root cause cannot be determined at this time. Request for add'l investigation was submitted to the quality engineer responsible for this product family. Should this add'l analysis reveal new info a follow-up report will be sent.